Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned the same day it was implanted, but no specific details for the reason have been provided at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. Additional information from the field indicates there were no device issues, no report was required for this event.

Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned the same day it was implanted, but no specific details for the reason have been provided at this time. No additional adverse patient effects were reported. Additional information from the field indicates this rv lead had its sensing and pacing segment capped so that the associated left bundle branch lead could be used for pacing and sensing instead. There no device issues and this done at the physicians discretion. No additional adverse patient effects were reported.